Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had pre-loaded an exam from a cd a few days earlier for a case. When the manufacturer representative (rep) tried to open the exam before the case the exam loaded as all blank slices. The rep resolved the issue by deleting the pre-loaded exam and reloaded the same exam via cd. There was no patient present at the time of the event.